Manufacturer narrative:
During an emergency procedure, x-ray was blocked. As a system reboot did not solve the problem, the procedure was continued and finished using an alternative system. No health consequences were reported to this event. Detailed log-file investigation showed that warnings regarding tube temperature were recorded, which eventually led to the loss of x-ray functionality. On-site troubleshooting could not identify a tube or cooling problem. Finally, the problem could be traced back to a defect on the "d1" board, where the data from the temperature sensors of the tube are processed. The d1 board showed clear signs of corrosion. According to experts, during cleaning, liquid most likely entered the system through the gap between the covers. The instruction for use contains adequate information and guidance on the use of cleaning materials and explicitly warns against improper cleaning methods: ¿inappropriate cleaning of the system, e.g. Letting fluids enter the interior of system, or using harsh cleaning agents. Electrical disturbances, corrosion, or surface damages and correspondingly, malfunction or failure of the system ¿ use only substances for cleaning and disinfection, which are recommended. ¿ do not let cleaning liquids seep into the openings of the system, e.g. Air openings, gaps between covers. ¿ observe the following cleaning and disinfection instructions¿ operator manual also provides an instruction to use sterile covers to protect the system from the ingress of liquids. However, the issue has been discussed with the user to prevent further occurrence. To resolve the problem, the d1 was exchanged as part of service activity. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q.zen ceiling system. During an emergency patient procedure, the x-ray functionality was blocked. The patient was relocated to complete the procedure on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.